Event description:
Invision-plus i.v. Catheter reference (B)(4) difficult to connect the i.v. Tubing to this device causing a break in sterility and potential for patient harm. The tubing slides off the end cap. It takes a very firm group to attempt to attach the tubing. The same problem happens when attempting to attach a syringe to the end cap. Also this end cap can come attached to an extension set. The end cap has a tendency to disconnect from the extension set and the patient's blood gets on the practitioner and has the potential to allow bacteria into the vein. Invision-plus ref (B)(4) catheter extension set invision-plus ref (B)(4). Connector these products are being used daily.